Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient reported that their sensor had failed and stated they ¿did not have a sensor that works,¿ which resulted in hospitalization. At the time of the event, the patient was using a tandem insulin pump. The patient declined to provide dexcom with additional details regarding the event, including symptoms experienced or medication/treatment information. The patient was discharged from the hospital on (B)(6) 2025. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.